Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h1; h2; h3; h4; h6; h10; h11. Complaint sample was evaluated, and the reported event was confirmed. A visual inspection was conducted on the two returned screws. The screws show signs of attempted use including marking and scratching on the screw heads. The screws were analyzed using an optical microscope scanning electron microscope with x-ray spectroscopy (eds). The first cross-drive screw fracture surface displayed fracture features in the observed regions that indicate a suspected torsional overload mode of fracture. Semi-quantitative eds revealed that the elemental composition is consistent with product material. The second screw fracture surface displayed fracture features in the observed regions that suggest a torsional overload mode of fracture. Semi-quantitative eds revealed that the elemental composition is consistent with ti-6al-4v, titanium alloy. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: d4.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in colombia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the implantation of a straight plate, two screws fractured. There was no known impact or consequence to the patient at the time of this report. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b1, b2, b5, h1, h2, and h6.

Event description:
It was reported that during the implantation of a straight plate, two screws fractured. One of the fractured screws was not able to be removed and was retained. The surgeon noted that the fractured screw was serving its intended purpose, so it was left within the patient. It is unknown which screw was retained. Attempts have been made, and no further information has been provided.